Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2022-00024, 3005168196-2022-00026, 3005168196-2022-00027.

Event description:
The patient was undergoing a coil embolization procedure in the rt cavernous sinus using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle) and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was tortuous. During the procedure, a smart coil could not be detached using the handle. Then, the physician attempted to manually detach the smart coil by breaking the pusher assembly; however, the attempt was unsuccessful. Therefore, the physician decided to remove the smart coil. While retracting the smart coil, the smart coil unintentionally detached within the microcatheter. Saline was then used to push the smart coil to the target location. The same issue occurred with additional three smart coils. All three detached smart coils were implanted in the cavernous sinus by using saline. The procedure was completed using thirty-one non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.